Event description:
It has been reported to philips that the system would not expose. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected user restarted the system several times to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures after starting up. Logfiles was reviewed by rse and it also confirmed the reported problem. Upon functional testing, fse found an issue with ippc os and apps. To resolve the issue fse reinstalled the os and app. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.